Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was evaluated by a field service engineer (fse) and the customer's allegation was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the user understanding was different from olympus recommendation in handling of the subject device and/or reprocessing steps. The event can be prevented by following the instructions for use (IFU) which state: - IFU evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an onsite visit, the user facility staff was loading the scope properly but failed to select the 4 connectors on the connection guide, as this scope does not have the rfid (radio frequency identification). The cycle was started and failed with a channel monitoring error. No patient infections or injuries reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During the onsite visit, the customer was asked what action was taken when the failure occurred and the customer stated they would run it again the same way. The customer was advised that the scope was not being processed correctly and the or manager was notified. The customer was instructed on how to correctly set the connectors when using the reprocessor. Once the scope was loaded and the connector guide was followed correctly, the scope was processed correctly. The process completed without any errors. An olympus endoscopy support specialist (ess) was scheduled for an on-site visit to assess the reprocessing practices at the user facility. The ess provided a reprocessing in-service training and training materials to the user facility staff. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.